Event description:
It was reported that an unspecified number of angiocath 20ga x 1,16in 1,1 x 30mm experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when removed from the shell by the nursing technician, it was visualized in the silicone crystallized droplets along the external cannon.

Manufacturer narrative:
H.6. Investigation: bd received two samples and was able to verify on one sample visible silicone droplets on the catheter. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. Based on the investigations conducted for complaints of silicone visible of angiocath, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#(B)(4), has been initiated to investigate the issue. H3 other text : see h.10.

Manufacturer narrative:
(B)(6.) A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of angiocath 20ga x 1,16in 1,1 x 30mm experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: when removed from the shell by the nursing technician, it was visualized in the silicone crystallized droplets along the external cannon.